Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the forceps channel port was shaved due to handling. It was also observed that the connecting tube had discoloration due to a handling issue. It was observed that the suction cylinder was shaved due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, scope connector cover, protector of the universal cord on the control section side, protector of the universal cord on the scope connector side, right and left knob, up and down knob, lock engagement lever, lock engagement knob, scope cover, scope connector, universal cord, grip, control unit, switch box and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a plug-in connector malfunction and there was angle knob noise. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.